Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as patient made a mistake by not washing their hands before connecting to the cycler and not wearing a mask. The event was manifested by ¿feeling sick¿ (not further specified). On an unknown date, the patient was hospitalized for the event. The patient was treated with intraperitoneal ceftazidime (1g; frequency and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. The day prior to the receipt of this report, the ceftazidime was discontinued. At the time of this report, the patient is recovering. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.